Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the first side-firing fiber was ¿contaminated and not used¿. The second side-firing fiber was noted to have ¿end fire, quit case early¿. The procedure ended early ¿due to the fiber becoming end firing¿. Patient outcome: ¿no injury to the patient was noted¿. This report is for the second fiber.